Manufacturer narrative:
Product analysis result: visual microscopic visually confirmed the cage was broken. Microscopic examination of the fracture identified an angulated fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not available for sale in us but a similar product with catalog # 9393007, 510k# k094025 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the implant broke while impacting the cage into the disc space. No patient complications were reported as a result of this event.